Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill messages. Reportedly, the cartridge was filled with 125 units. The customer's blood glucose level was not impacted. The customer added insulin to the current cartridge and was able to successfully resume insulin delivery.